Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult stylet removal is confirmed and was determined to be use related. One 4 fr s/l groshong catheter with its inlaid stylet and a 3cg t-lock assembly was returned for evaluation. An initial visual observation showed some use residues throughout the returned catheter and 3cg stylet. Several bends could be observed along the stylet. A functional test of attempting to pull the stylet out of the catheter revealed difficulty removing the stylet from the catheter. When the catheter was pulled it was observed that the catheter would bunch at the proximal end of the device. The catheter was subsequently similarly tested after infusion of water into the catheter and the stylet could be removed without difficulty. A microscopic observation revealed some bends along the stylet. No protruding object could be observed along the stylet to cause difficulty with stylet removal. The catheter should be primed before attempted removal of the stylet. Because the stylet could be removed after priming of the device, the complaint of difficult stylet removal is confirmed and was determined to be use related. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11

Event description:
It was reported, "clinician was preparing PICC for insertion under strict aseptic antt and just before inserting the device into the patient noticed that the internal stylet loaded into the PICC was stuck. Another pack had to be opened to carry out the procedure. This is the second incidence of this kind. The clinician is a well practiced very competent placer of many years and I have personally observed her practice many times and is one of the best placers that I have supported and trained so not a practice issue." No other information was provided. It was reported this occurred with two devices. This report addresses the first device. 04/18/2024: the returned device exhibited a bent stylet.